Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The caller did not have the necessary charging supplies to reset the malfunction code but planned to call back to complete the reset process with the assistance of technical support.